Event description:
Clear plastic 90 degree adapter for disposable suction unit was defective- occluded shut preventing suction through the suction device.the patients outcome is unknown. The tubing was occluded. The tubing elbow was replaced and it worked. It is purchased as a kit. Manufacturer response (as per reporter) for suction elbow tube, suction canistervendor rep has issued our purchasing a new lot of the suction liners with elbow. I have inspected this shipment.

Event description:
Clear plastic 90 degree adapter for disposable suction unit was defective- occluded shut preventing suction through the suction device.the patients outcome is unknown. The tubing was occluded. The tubing elbow was replaced and it worked. It is purchased as a kit. Manufacturer response (as per reporter) for suction elbow tube, suction canistervendor rep has issued our purchasing a new lot of the suction liners with elbow. I have inspected this shipment.